Event description:
A male with metastatic colon cancer to the lung was admitted with a bronchial lesion. During a bronchoscopy with yag laser procedure to stop with bleeding, the surgeon immediately noted that the yag laser beam had caused a burn to the tumor and surrounding tissue. The laser fiber tip appeared damaged upon inspection after the event.